Manufacturer narrative:
Product complaint #: (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3486967 and 3528730. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned attached to the syringe holder with pre-filled syringe fill and luer locks damaged. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move but cannot remove the spray and drip tip from the adapter. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Additional information: (B)(6), s.a. (Ig) upon the reception of the notified incident, it was requested additional information such as the lot number, the experience of the user, the presence of any leakage observed at the connection, as well as pictures of the involved device. The following additional information was received: lot number was unknown. No leakage was observed at the luer locks connection. The user is not a new user but does not use the device regularly. The involved device was received at ethicon facilities and the lot number became available: (B)(6). According to our standard procedures, it was initiated an investigation focused on the following: a. Evaluation of the returned sample at ethicon facilities: it was received from ethicon the investigation related to the returned unit. The investigation conducted by ethicon indicated the following: visual analysis of the returned sample determined that the dual applicator device was returned attached to the syringe holder with pre-filled syringe fill and the luer locks damaged upon evaluation of the device, it was functionally tested, and the luers move but cannot remove the spray and drip tip from the adapter. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon investigation no conclusion could be reached as to may have caused the reported incident. B. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tips involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components¿ parts utilized for the involved batches met the established specifications with no incidents related. C. Results of quality control performed at ig facilities. (B)(6), s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, (B)(6), was performed. The results were found correct within specifications and no deviations were detected. Even though a definitive root cause cannot be determined, considering the results of the investigation performed by ethicon regarding the returned unit with luer locks damaged as well as there were no evidences detected during the manufacturing process of the tips and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the components used. We would like to remark the importance of following the leaflet instructions and highlight the following instructions: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3528730 mfg date: 5/7/2024, exp date: 5/8/2029. Batch 3486967 mfg date: 1/29/2024, exp date: 7/30/2029. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic liver ablation procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. During the procedure the scrub tech was assembling the device. The device had been completely thawed and the open applicator attached to the biologic syringes. When the tech went to loosen the luer locks to remove the open applicator, one of the locks would not loosen all the way preventing the open applicator from being removed to install the laparoscopic applicator. Because the tech was unable to loosen the open applicator and install the laparoscopic applicator, the surgeon decided to use another hemostatic agent rather than wait for a new device to thaw. The procedure was completed successfully with surgical delay. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The user is not a new user, but does not use the device regularly. Unknown exact number of times they have used/assembled the device. 2. How many times have they applied the laparoscopic tip? Unknown number of times for using the laparoscopic applicator 3. Was a sales representative present during the case when the issue was experienced? Sales rep was not present when initial problem occurred, the sales rep was called into the after the problem was identified. 4. What is the lot number? Unknown what the lot number is for the device 5. Was any leakage or product solution observed at the luer locks connection? No leaks observed around the luer locks 6. Were there any unexpected outcomes or complications as a result of the event? Dr. Jackson reported no unexpected outcomes or complications due to the event 8. Are there pictures of the damaged device available? No pictures of damaged device were taken. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.